Manufacturer narrative:
The corview file was reviewed. At approximately 7 seconds into the placement the tracing shows the tube/stylet veering to the patients right. At approximately 29 seconds the tracing shows further deviation of the ng tube to the right of the patient's midline. The tracing is consistent with a right lung placement as shown in the instructions. At approximately 50 seconds into the placement the tube is pulled out but then again advanced forward with the tracing showing the tube to the right of the patient's midline. The tracing is not indicative of a typical gi placement. Lung placement is a known risk of all ng tube placements.

Event description:
A cortrak assisted nasogastric tube placement resulted in a right lung placement. No pneumothorax reported.